Event description:
It was reported, the patient's lead tails were causing her discomfort as they were allegedly tunneled too superficially. During the patient's ipg revision surgery (reference MFR. Report #1627487-2015-15167), the patient's leads were buried deeper which reportedly resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.